Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crack and damage around reservoir and battery compartment and also giving constant motor error's. The blood glucose at the time of the incident was 146 mg/dl. The customer declined further troubleshooting for motor error's. The insulin pump will be returned for analysis